Event description:
339 at/af (atrial tachycardia/atrial fibrillation) episodes ongoing since (B)(6) 2023, suspected intermittent atrial undersensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).